Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated as the device was not evaluated. Potential root causes were identified and reviewed. The instructions-for-use under baw2800736 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product . A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are getting alarm 046 (control panel communication - the control panel is not communicating with the system) on arctic sun device. Had nurse power device off and back on again. Nurse selected continue current patient and resumed therapy. Explained it was okay to continue using device unless the alarm recurs. If the alarm recurs, send device to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are getting alarm 046 (control panel communication - the control panel is not communicating with the system) on arctic sun device. Had nurse power device off and back on again. Nurse selected continue current patient and resumed therapy. Explained it was okay to continue using device unless the alarm recurs. If the alarm recurs, send device to biomed.